Manufacturer narrative:
Unit received with completely broken reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked display window and missing reservoir tube o-ring.

Event description:
The customer reported via phone call that the insulin pump is damaged. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the pump is chipped at the top left corner of the screen and a piece of plastic is missing. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.